Event description:
It was reported that customer experienced cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was resolved, and lot number for used cartridge was unavailable.